Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available user information was included. Additional user details are not available.

Event description:
A report of a reagent backsplash into a female users left eye when the user was removing an architect dhea-s reagent. The users eye was flushed with saline. No ppe in use including safety goggles. No additional impact to user safety or management was reported.